Manufacturer narrative:
Weight: unknown, ethnicity: unknown, race: unknown. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -14.00/+0.5/072 (sphere/cylinder/axis), in the patients right eye (od), on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. The second piece of icl had no effect on the patient's vision. The cause of the event was unknown.